Manufacturer narrative:
Document review: implant: amistem h femoral stem size 7 - ref. (B)(4)/lot. 093017. Instrument: amistem trial broach size 7 - ref. (B)(4)/lot. 097638. The batch record reviews of the amistem h # 7 lot 093017 (B)(4) and of the broach size #7 lot 097638 (B)(4) have been carried out: all the values were found to be conforming to specifications valid at the time of production. In detail, no anomalies concerning the dimensions of the implants and the trial broaches, were observed. About 16 stems of the 30 belonging to the lot 093017 were already implanted and no other complaint regarding this lot was received up to now. The 3d-visualization of the technical drawings, to compare the dimensions of the std stems and the trial broaches from size 0 to size 9, have been re-carried out in r&d department of medacta intl. With the confirmation that there are no anomalies. The returned set of broaches from size 0 to size 9 was measured in quality control department of medacta international and the devices resulted conforming to the specifications valid at the time of production. There are no evidences that the fracture is device related; this injury is a known complication of total hip arthroplasty.

Event description:
Fracture of the greater trochanter occurred during the surgery. The femur was fixed with a cable. The surgeon stated that the amistem #7 went less deep than the trial broach #7 into the bone canal. The sales agent assisting the surgery, reported that the differences between the trial broach and the implant was a surgeon's feeling. However the instrumentation involved was returned for a dimensional check.